Event description:
Patient became intermittently agitated, was trying to get out of bed and pulled out midline pigtail chest tube which was broken. A physician came to the bedside to pull out the rest of the pigtail chest tube and re-dressed the area.======================manufacturer response for 12 fr boston scientific apdl, (brand not provided) (per site reporter).======================unknown.